Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the cyber security upgrade caused the device to enter back up mode. The original device firmware was reinstalled and the patient was stable with no adverse consequences. The cyber security update was not installed.